Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the leads that were originally implant migrated and caused more damage. The patient noted that she had good pain management for about a month after implant. The patient then clarified that she started to experience more pain until the leads were removed and replaced. The indications for use were spinal pain and post surgical neuritis.